Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead went to the hospital due to dizziness. Upon interrogation, this lead was found to have high threshold measurements, but normal sensing and impedance measurements. During review of episodes, it was seen that loss of capture (loc) occurred several times. Since the patient had normal av conduction, the events were saved as ventricular arrhythmias. Due to the location of the lead tip, a perforation of the rv heart muscle was suspected. A revision procedure was done to attempt to reposition the lead, but high impedance measurements were seen in different positions. The actual impedance measurements were never out of range, but they were high. At least eight different positions were tried without satisfactory results. The physician no longer trusted this lead, so he implanted a new one. The new lead was repositioned several times, but finally gave satisfactory measurements. The original rv lead will not be returned to boston scientific for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.